Event description:
Reporter stated that, while priming, insulin leaked into the device's cartridge compartment. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was rec'd.